Manufacturer narrative:
The device was returned. The user request ¿b30 scope communication error¿ was confirmed. Fluid was found in the scope connector. The image was normal after aeration. The "e315 unsupported scope error" was not confirmed; however, occurrence is likely. There were few additional findings. Scratch was found on the scope connector label. Leakage was noted from bending section cover and between the right/left and up/down knobs. Insulation malfunction was noted at the distal end cover. The switches worked fine after aeration. A cut was noted on switch one (1) and four (4). The device exhibited reduced angulation and excessive play. The metal was exposed at up/down lock. Distal end cover had dents. The objective lens glue was peeled. Light guide lens had cracks. The adhesive of the bending section cover was cracked and was leaking. Minor surface scratches were noted on the insertion tube. Discoloration was noted on the control body. A cut was noted on the light guide tube, on the scope connector side. There was crack on the scope connector plug unit. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited b30 scope communication error and e315 (no image) unsupported scope error. The issue was found during preparation for use for an unknown procedure. The technician immediately switched to a different scope for the procedure. This error occurred before the patient was brought into the procedure room. Hence, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope due to physical stress, which led to an abnormality in the electrical parts and resulted in the displayed error messages (e315 and b30). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.